Manufacturer narrative:
(B)(4). It was reported that patient underwent laparoscopy with enterolysis and urethral dilatation on (B)(6) 2008 due to chronic pelvic pain and urethral stenosis. It was reported that patient underwent extensive enterolysis of adhesions and urethral dilatation on (B)(6) 2007 due to chronic pelvic pain, dyspareunia and intraabdominal adhesions.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 .

Manufacturer narrative:
(B)(4).